Event description:
On 7/6/2023, it was reported by a sales representative via email that ar-9617 drive shaft ar-9216-4 reamer/drill glove protector produces metal shaving when connected and in use. This was discovered during a procedure. Additional information received on 7/13/2023: this was discovered during an eclipse primary total shoulder procedure on 7/6/2023. The debris was produced on the back table and not while reaming inside of the patient. Different sleeves and drivers were tired multiple times. But each blue sleeve continued to drop shavings on the back table. The sleeves and drivers were switched out to a different set, and the case was completed without further issues. The exact part numbers for the new set are unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. Four unpackaged ar-9617 serial/batch number (B)(6) were received for investigation. Functional testing with the returned mating parts ar-9216-4 found that the blue drill glove protector released small particles of blue plastic on the table. Visual evaluation found that the returned four drill has scratches and damaged/nicks in the quick hudson connector. Eco-32896 was initiative to address complaints of debris generation when the ar-9216-4 glove protector slides over the hudson/zimmer connection, 9/4/2024: two additional unpackaged ar-9617 drive shafts lot numbers: 022109 & 022146 were received for investigation. Visual evaluation noted that the returned ar-9617 drive shafts had scratches and nicks on the quick hudson connector. The most likely cause for this can be attributed to wear and tear incurred from repeated use.